Event description:
It was initially reported that no stimulation sensation occurred. It was stated that patient's implantable neurostimulator (ins) "stopped between 3:15 and 4:15 on (B)(6) 2013." Not being able to adjust stimulation was also reported. "Call your doctor" icon was seen on the patient programmer display. End of service (eos) message was seen also on (B)(6) 2013 "between 4 and 5 o'clock" and "the ins stopped 45 minutes before this." Elective replacement indicator (eri) was seen after the eos message had appeared. The patient was not able to communicate with the ins, the poor communication screen was seen. It was also reported that the last interrogation of the ins was a month and a half ago and since then interrogation showed the patient was using the ins 96% of the time. It was stated that the patient was scheduled for a replacement in the near future. No impedance testing was performed. The ins was programmed for 4.5 v, 450 microseconds, 50 hz, 2 anodes and 2 cathodes. Three days later it was reported that the patient was having the ins replaced on (B)(6) 2013. It was stated that the lead and the extension would be tested and the component causing the issue would be replaced. Low out of range impedance value < 50 ohms on electrode pair 0-1 was reported. Group impedances were < 82 ohms. The ins was programmed as follows: 0+,1,-2+, 3-, 4.5 v, 450 microseconds, 50 hz. Eleven days later it was stated that this was not a normal battery depletion. A problem at the lead/extension connection had been found. The screws on contacts 0 and 1 were very loose and came out almost as soon as the screwdriver touched them. The boot also moved off very easily with ties intact. "A questionable drainage" at ins site was seen. This fluid was slightly present at connection. The ins and the extension were explanted with the lead remaining within the patient because "it checked out fine." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# va03bqf, implanted: (B)(6) 2012. Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: extension. (B)(4).

Event description:
It was further reported that the patients final cultures were negative, and the fluid was assumed to be lipolysis. The patient was reimplanted on (B)(6) 2013.

Event description:
It was reported that the manufacturer¿s representative thought there was ¿a short¿. It was noted that the patient had a malfunctioning neurostimulator removed because the battery shorted out. It was reported that the implantable neurostimulator was removed in february. It was noted that they delayed implantation of a new implantable neurostimulator (ins) because there was some kind of fluid, ¿they thought might be an infection but it wasn¿t¿. It was reported that using contact zero and one was causing ¿a drain, very quickly¿. It was noted that the lead/extension accessories were dislodged and had breakage. It was reported that using electrodes that were shorted out was the therapy-related issue. It was noted that after checking connection of lead and extension, the lead was ¿fine¿ so it was left in the patient. It was reported that the problem was at the connection. It was noted that there was some similar fluid ¿at this site¿ as was at the implantable pulse generator (ipg) site. It was reported the boot slipped right off with ties attached. It was reported that screws at 0 and 1 were barely touched and came out with less than 1 twist. It was noted that apparently ¿this was the short¿. It was reported that the implantable pulse generator (ipg) and extension were returned.

Event description:
Additional information received reported that on (B)(6) 2013 the implantable neurostimulator (ins) was going to be replaced, but they found a "suspicious milky fluid." An infection was suspected, but it was stated that the cultures came back negative. It was unknown if this fluid was "lipolysis." The ins was not replaced at this time. After checking the lead/extension connection it was determined that the lead was "fine" so it was left in. It was stated that the problem was at the "extension connection." There was some "fluid" at this site as well as the ins site. It was reported that the boot slipped right off with ties attached. The screws at 0 and 1 were "barely touched" and came out with less than one twist. "Apparently this was the short." It was noted that this situation was "bizarre" because this physician was very experienced and has "never had this problem." Additionally it was reported that there was a lead or extension "break" or "dislodgement." The patient was using electrodes that had "shorted out." No further information was provided.

Event description:
Additional information stated the device was removed because it ¿shorted out.¿

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: there were no significant anomalies found. The ins was received with the early replacement indicator (eri) and end of service (eos) bit set. It is suspected that a short across the #0 to #1 electrodes (<(><<)>50 ohms) external to the ins caused the battery to be pulled down to the point of setting the eri and eos bits. Once the eos bit was set and the output shut off, the battery was able to recover back to the 2.86 volts. The ins passed functional testing after the eos bit was reset. The cause of the short between the #0 and #1 electrodes could not be determined. Final device analysis of the extension revealed the following: there were no anomalies found.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.